Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a (B)(6) hospital, reported that the companion 2 driver gave an emergency battery alarm despite the driver being plugged in for weeks.

Manufacturer narrative:
The customer-reported issue, an emergency battery low alarm, was confirmed via a review of the patient file. The driver's patient file was reviewed and multiple emergency battery error alarms were identified, these are generated once the emergency battery has further depleted to a point at which it has passed the cut-off for an emergency battery low alarm. After approximately 48 hours of charging during the functional investigation, the emergency battery recovered and was fully functional. The most likely cause of the depleted emergency battery was intermittent shore power from either the hospital cart or caddy. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.